Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit and to perform the 2016 preventative maintenance (pm). Fss found the signature fluidics bezel assembly to be cracked, the mayo tray was not going up and down, the display was dark at the top of the screen and scratches on touch screen. Fss adjusted the mayo tray cable, installed new fluidics bezel assembly, liquid crystal display (lcd) display and touchscreen. Since the first lcd display was not functioning, the fse changed that with another display and the noted issues were rectified. Fss performed the field service checklist and pm on the unit. Fss cleaned fluidics assembly and drain pump, replaced several o-rings, filters and batteries as part of the pm. Fss performed the touch screen, advanced control pedal (acp) footpedal and vacuum calibrations and replaced battery on acp footpedal. The system passed all fields service functional tests and it was found to meet amo specifications. Fss also verified the phaco handpiece, serial number (B)(4), which checked out to be fine. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred at boot up with the whitestar signature system. It was also noted that the touch screen was scratched. There was no patient involvement reported and no patient treatments delayed or cancelled.